Event description:
Ocs failure; error 52 and continuous alarming.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed and several error 52 were found which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Due to the issue the device could not be switched on and no test could be carried out. As per technical service manual instructions, recommended repair actions were to replace the battery but this did not solve the issue. Therefore the power supply board onto which the buzzer is attached was replaced and was sent to brézins for further investigation. Upon visual inspection, the power board was mounted on a test bench to perform the audio system check. It was noticed that the buzzer did not make the usual sound but rather a crackling sound. This issue may have triggered the error 52 as reported in the complaint. Therefore the event is confirmed due to a defective buzzer fitted on the supply board (square fitted). A CAPA has been opened on this subject and one of the identified root cause that could be linked to this complaint is a buzzer and/or microphone being damaged during transport or during assembly. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.